Event description:
The rptr stated that a protective piece of plastic from an ECG electrode fell to the floor. The static electricity caused it to cling to the bottom of a shoe cover and caused an employee to slip and almost fall.